Event description:
It was reported the casing assembly needs to be replaced. It was also reported the upper glass cover was cracked. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Atrial output connector, ring cover, and battery drawer are broken. Both bail covers, two case screws, both bails, and ring are missing. Knobs and lead flex cover are contaminated. Upper case, lower case, and lens are broken.